Manufacturer narrative:
H3: device remains implanted. H6 investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the viedoc study database: on (B)(6) 2024, a 53-year-old female underwent placement of a gore® acuseal vascular graft (acuseal graft) in the left upper arm. The graft was implanted in a straight configuration, utilizing a 7 mm tunneler during the procedure. At the conclusion of surgery, both thrill and bruit were noted. The patient received at least one dose of prophylactic antibiotic prior to surgery. No events occurred during the procedure, and no additional procedures were performed. On (B)(6) 2024, the first successful hemodialysis session was performed through the acuseal graft, with cannulation occurring within two weeks of placement. According to the report, on (B)(6) 2024, the patient was discharged from hospitalization related to the study device placement procedure. On (B)(6) 2026, gore was notified that the patient experienced a re-occlusion in the graft. The occlusion had reportedly, occurred on (B)(6) 2026. According to the report, on (B)(6) 2026, a reintervention was performed (percutaneous transluminal angioplasty (pta), thrombectomy, and stent graft placement). The report alleged that the reason for the occlusion and reintervention was a result of delamination of the prosthesis. No other information was provided and due diligence was initiated.

Event description:
The following was reported to gore from the viedoc study database: on (B)(6) 2024, a 53-year-old female underwent placement of a gore® acuseal vascular graft (acuseal graft) in the left upper arm. The graft was implanted in a straight configuration, utilizing a 7 mm tunneler during the procedure. At the conclusion of surgery, both thrill and bruit were noted. The patient received at least one dose of prophylactic antibiotic prior to surgery. No events occurred during the procedure, and no additional procedures were performed. On (B)(6) 2024, the first successful hemodialysis session was performed through the acuseal graft, with cannulation occurring within two weeks of placement. According to the report, on (B)(6) 2024, the patient was discharged from hospitalization related to the study device placement procedure. On 21 january 2026, gore was notified that the patient experienced a re-occlusion in the graft. The occlusion had reportedly, occurred on (B)(6) 2026. According to the report, on the (B)(6) 2026, a reintervention was performed (percutaneous transluminal angioplasty (pta), thrombectomy, and stent graft placement). The report alleged that the reason for the occlusion and reintervention was a result of delamination of the prosthesis. No other information was provided.

Manufacturer narrative:
B5: event description updated. C4: corrected s/n from c2. H6: codes no longer applicable: e2337, g0413401, c21, & d16. Codes added: a0106, e2328, g04134, e0519, c070601, & d1102. Investigation: as part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. With the information provided to gore, the root cause of the reported event has been associated with an unintended use error. IFU statement: according to the gore® acuseal vascular graft instructions for use, placing the graft in an undersized tissue tunnel, may lead to separation of graft layers. Potential consequences include partial or complete occlusion due to hemodynamically significant stenosis or thrombosis and related serious harms, including additional interventions to resolve.